Event description:
It was reported that the arctic sun temperature cable was not reading the temperature on the device. Mss advised to switch out to the another temperature probe. Per additional information, during the troubleshooting, they isolated the issue to a temperature probe. It was replaced and the patient continued the therapy.

Manufacturer narrative:
Upon further review, bd has determined that this event is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun temperature cable was not reading temperature on the device. Mss advised to switch out to another temperature probe.